Manufacturer narrative:
The customer indicated that the device was discarded.

Event description:
Report received from an international affiliate of a leak of a chemotherapeutic agent. An infusion of either sodium chloride or 5% dextrose was infusing via a primary IV set up into the pt's peripheral IV access site. A secondary set, intended to infuse cytoxan, was connected to the middle clave port of the primary line and was backprimed using solution from the primary IV line. Once the secondary set was primed, the line was clamped and the cytoxan was not infused. At an unspecified time later, the nurse noted that the primary tubing was wet. The secondary set connected to the cytoxan was removed and examined under a hood. Upon examination, it was noted that the leak was coming from the convertible pin door which was determined to be "closed well." There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.